Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter alleged an issue with the pump¿s alarm. There was no additional information available for this complaint. Attempts were made to contact the reporter to obtain additional information regarding this complaint. This complaint is being reported because the reported issue was not able to be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission, 08/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: during evaluation, the pump did not power on. The complaint of an alarm issue was not able to be adequately investigated due to internal moisture damage and unresponsive pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.